Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low suspend. The customer stated that they changed the sensor the night prior to the phone call and it work fine the whole night, however they received a threshold suspend. There was a difference between the sensor glucose reading and blood glucose reading. The sensor glucose reading was 69 mg/dl and blood glucose reading was 165 mg/dl. Later, threshold suspended again with sensor glucose reading was 69 mg/dl and blood glucose reading was 135 mg/dl. The customer calibrated both times. At the time of the phone call the sensor glucose reading was 78 mg/dl and was dropping and the blood glucose was 139 mg/dl. The customer stated that the alarm was triggered but the blood glucose was above the suspend threshold limit. Nothing further was reported.